Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had black stools and presented to the clinic. The patient was found to have a low hemoglobin level and gastrointestinal bleeding was confirmed. The patient was readmitted for two days and treated with balloon enteroscopy. No blood products were required. The bleeding resolved.